Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error c-34 on the erbe generator. Prior to the call, the customer attempted to replace instruments, but the issue persisted. The tse reviewed the logs and confirmed error c-34 on the erbe. The user was asked if a force triad generator was available, but none was present. Although a second system was available, it was currently in use, so the surgeon decided to finish the surgery as it was. No known impact or patient consequence was reported. A procedure delay was reported (less than thirty minutes). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they continued and completed the procedure using the original erbe generator. The erbe generator was able to activate in bipolar mode but failed to function in monopolar mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and replicated. During power-on test, the error "c-34" was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the iesu.

Event description:
Refer to h11 for follow-up information.